Event description:
It was reported that the monopolar curved scissors instrument had a broken wire. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable broken at the scissor grip and distal idler pulley. Grip hub has a small peak across the cable groove that may have abraded cable. Pulley spins freely. Cable broke under tensile loading. Other cables at wrist are not damaged. Cable wear on grip/pulleys combined with high torques at input discs likely contributed to breakage. Engineering also observed the distal end of the main tube has material removed. Damaged area is a 1.6" long section, parallel to the tube axis. Based on the location and appearance, the damage may have been caused by cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.